Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report. Serial number of the device: (B)(4).

Event description:
The customer alleges that the medication is not being infused properly. The treatment is taking too long and the mist is very light. The motor is running louder. No report of patient injury.